Event description:
Terumo medical received the following information: after opening the package, when attempting to insert the locator into the insertion sheath, the insertion sheath was kinked. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel¿s diameter was 6 mm. The event occurred pre-operatively, therefore the blood loss was not applicable. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy.a2: age & date of birth: requested, not provided due to hospital policy.a3a: sex: requested, not provided due to hospital policy.a4: weight: requested, not provided due to hospital policy.a5: ethnicity: not provided due to hospital policy.a6: race: not provided due to hospital policy.d6a: implanted date: device was not implanted.d6b: explanted date: device was not explanted.e1: phone number: (B)(6).the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.